Manufacturer narrative:
Additional information investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, sepsis". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported sepsis is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2003. The patient alleges sepsis in later 2012, and tilt without further details.

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: occluded ivc. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cinc: product specification spec_91890 gives instructions pertaining to this device. The specification states, "product is manufactured, inspected and packaged by william cook europe a/s. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As per a CT scan performed on (B)(6) 2017 it states, " an ivc filter noted. Chronic occlusion of the distal ivc and proximal portions of the common iliac veins with sequela of chronic thrombophlebitis of the common iliac veins."

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2003. The patient alleges sepsis in later 2012, without further details. Hospital and medical records have been requested but not yet provided.